Manufacturer narrative:
The customer reported that a nurse was in the pt's room when the pt's nbp dropped to the 40's. The nurse thought a drop in nbp would generate a red alarm and page the other nurses on the vocera system (3rd party, communication system the customer uses) to come to the pt's aid. Subsequently, the pt coded and died. The philips monitor does not generate a red alarm for a lower nbp limits rather the monitor generates a yellow alarm with numeric flashes and the low limit is highlighted and there is a yellow alarm lamp visual on the screen with a short yellow audible alarm tone. A delay in responding to the pt event occurred, as a result of a user's knowledge deficit in the nbp alarm behavior. No device malfunction occurred. The issue has been attributed to user misunderstanding regarding normal alarm behavior for nbp alarms. We will therefore consider that the device was in fact a factor in this event. Philips instructions for use (IFU) states that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Product labeling warns the user not to rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Based on the available info, we will conclude that no malfunction occurred and this was a user misunderstanding and error. No further investigation or action is warranted.

Event description:
The customer reported that while a nurse was attending to a pt, the nbp dropped to the 40s and the nurse stated that she thought it would generate a red alarm, which it did not.